Manufacturer narrative:
A follow-up call was made to the customer to obtain the status of the involved iabp. The customer has advised that the cs100 is no longer being used in clinical service and it has been replaced with another iabp unit.

Event description:
It was reported that during a field action performed by a getinge service territory manager (stm), the cs100 intra-aortic balloon pump (iabp) generated an electrical code #5 failure. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm performed the scheduled field safety corrective actions and left operating instructions disk, iabp software update insert, and battery maintenance setup guide with customer. The unit is non-functional and the customer declined to have it repaired while the stm was on site. The unit has not been cleared for clinical use. (B)(6).

Event description:
It was reported that during a field action performed by a getinge service territory manager (stm), the cs100 intra-aortic balloon pump (iabp) generated an electrical code #5 failure. There was no patient involvement and no adverse event was reported.